Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that "about a month ago" then stated "about (B)(6) 2020", patient started having problems when trying to charge the ins. The charge would stop and he would have to remove the battery pack to do a reset multiple times. The controller would say "can not continue call mdt". Patient could not recall if there was a code. While on the call, patient started a charging session and reported seeing rm04 and it was taking him a long time to charge the ins. Sometimes when he charged the ins got warm but never hot. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the circumstances that led to the stimulator getting warm and the charging issues/taking a long time to charge was when it was charging. New unit was sent to resolve the issue. Patient had to have a new programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was sent a replacement recharger (rtm) a couple weeks ago and stated that it worked "fairly good" the first time they used it, but said the ins still wasn't charging well. The patient added that when the ins was able to charge, it took 2 hours and they had to reset the controller frequently. Last night, the patient stated they saw an "rm04 code" again and noticed that the rtm paddle got very warm (they did not allege that the rtm harmed them). The patient said that when they charged the ins this morning (it's at 80% now) it stayed at 40% for a long time, but they saw that controller battery was depleting like normal. The patient stated they called a manufacturer representative (rep) this morning who advised the patient to reset the controller but it didn't help. A replacement controller was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient received the new controller and sent back his previous controller but left the battery pack in the previous controller. New battery pack ordered placed for the patient. Patient stated he have not received the battery pack, and mentioned his ins is now depleted and he is relying on his morphine. No further complications reported.